Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog #tgmr313115j, serial #(B)(6), UDI (B)(4). H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6), 2025, the patient complained of chest pain and was urgently transported to the hospital. A ruptured aortic arch aneurysm was confirmed. After transportation, the patient experienced a temporary cardiac arrest but recovered. On (B)(6) 2025, this patient underwent emergency endovascular treatment for a ruptured aortic arch aneurysm using the gore® tag® conformable thoracic stent graft with active control system. Two-debranch bypass was performed as an adjunctive procedure (events occurring during the procedure are addressed in (B)(4)). Severe symptoms of cerebral infarction were observed immediately after the procedure. A contrast-enhanced CT scan also confirmed extensive cerebral infarction. No endoleak was detected. No treatment for the cerebral infarction was administered. The physician stated: "I believe the cardiac arrest during the emergency transport had an impact. The extent of the cerebral infarction is so widespread that it is unlikely to be caused by the debranching or ctag placement."